Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the event was unknown. It was reported that the patient was hospitalized and was treated with vancomycin injection (1 gram,every after 3 days and route was not reported) and ceftazidime injection (1gram, everyday and route was not reported). At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information : the cause of the peritonitis was reported to be due to usage of unclean solution bag. It was reported that the bag was not received in a carton and the outer covering of the bag was wet). At the time of this report, the patient was discharged from the hospital and has not recovered from the event of peritonitis. Based on the new information received, baxter disposable is no longer a suspect in this reported event. Should additional relevant information become available, a supplemental report will be submitted.